Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had low blood glucose but not hospitalized. Customer's blood glucose was 29 mg/dl. The customer was treated with juice. The customer was experiencing low blood glucose 3 times for the past 6 months. Customer found a no delivery alarm. After the troubleshooting was done, customer was to monitor the insulin pump. The customer also reported via phone that he had high blood glucose but not hospitalized. Customer's blood glucose was 400. The customer was treated for high blood glucose with the insulin pump. Customer has appointment with healthcare provider on monday. After troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with healthcare provider concerning the high blood glucose.